Event description:
It was reported that the patient's blood glucose level was running high (no specific blood glucose readings were reported) while wearing the pod longer than 48 hours. The patient reported experiencing high blood glucose levels for the past month with pods all from the same lot. They stated that the controller indicated ¿high¿. The patient confirmed that the pink slide moved forward and that they felt a pinch, however they were uncertain whether the cannula inserted into the skin. Redness was noted at the insertion site. No insulin leakage was noted. Upon pod removal, it was noticed that the cannula appeared normal. No treatment was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.